Event description:
It was reported that the insulin pump alarmed no delivery during manual prime process. Troubleshooting was done. Customer's blood glucose at that time was 509 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.